Manufacturer narrative:
This report is for an unknown sleeve/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. While drilling the hole for a locking screw, the drill bit interfered posterior part on the hole of a nail. The surgeon removed the drill sleeve and hit the drill bit with a hammer. Because the drill bit was continued to be hammered in the state of interfering with the nail hole, the drill bit got worn out and could not be used. The surgery was completed within (30) minutes delay. It is considered that there may be problems such as distortion in instruments such as sleeve, insertion handle, and connecting screw. Patient outcome is reported as stable. No further information is available. This report is for (1) unknown sleeve. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 03.025.040, lot #: l765229, manufacturing site: werk hägendorf, release to warehouse date: march 26, 2018, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the protect sleeve 11/8 l188, the analysis shows the device is in good conditions. A dimensional inspection was performed for the protect sleeve 11/8 l188 and met specifications. A functional test was performed the aiming arm 130° for pfna blade was assemble to the protect sleeve 11/8 l188. The device pass the functional test. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the protect sleeve 11/8 l188 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.